Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts on an ilet system using an inset infusion set, with four alerts over approximately two hours that persisted after resuming insulin delivery until the infusion set was replaced, during which glucose rose to 284 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery that resolved after changing the infusion set. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no visible cannula bend or tubing damage per user report, and the issue was consistent with an infusion set occlusion that cleared only after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion with no device malfunction identified.